Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found: due to a crack on the light guide (lg) connector, water tightness was lost; the lg connector had a scratch; the lg-cover glass had a scratch; the bending section cover had a scratch; adhesive on the bending section cover had a chip; the number of broken wires in bending tube blade exceeded the standard value; the label on video connector was peeled; the video connector case had a scratch and a crack; the video connector had a scratch and a crack; the universal cord was dirty and had a scratch; the forceps elevator had a scratch; the up/down angulation lever plate had a scratch; the right/left lever had a scratch; the right/left plate had a scratch; the angulation lever had a scratch; switch 1 had a scratch; the grip had a scratch; and the control unit had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the board failure of the video connector part is likely due to the water invasion into the scope at the video connector. The crack may have been caused by stress such as some kind of impact, crushing, pulling, or forced attachment and detachment; however, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): "warning: push the video connector into the video system center until it clicks, then confirm that the video connector is securely attached by pulling it gently. Improper connection will damage the image sensor. The damaged image sensor will display no image and make the distal end hot, which could cause operator and/or patient burns" "warning: do not bend, hit, pull, or twist the insertion section, bending sections, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result. Before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and video system center may malfunction". Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope image suddenly disappeared during use (blackout). The issue was found during an unspecified therapeutic large intestine procedure, which was completed with a similar device. There were no reports of patient harm.